Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the anatomical position of the hemo-clip that was fired upon? => it was around the hemo clip was used on the vascular channel arouund the proximal side of the renal artery. What is the current patient status? => the patient was discharged." Photographic analysis: nineteen pictures were provided in a word document; first picture shows a device with a reload loaded, aside a white cartridge on a plastic bag, can be seen. Second, third and fourth pictures shows a staple stuck on the clamp arm. From five to nine, shows a white cartridge with a piece of plastic over the cartridge deck, and a staple partially formed. From ten to fifteen, shows a cartridge, the below part can be seen not fired, as the drivers on the dawn part can be appreciated exposed. In addition one staple in the middle of the cartridge can be seen stuck. Sixteen, and seventeen shows a piece of plastic with staples and tissue stuck into. Eighteen and nineteen shows a piece of material with a cut and staple line, with the staples properly b-form shape. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during a laparoscopic donor nephrectomy, 1,370cc of bleeding occurred when the device was released after the first firing on renal artery. The procedure was converted to open operation immediately to stop bleeding by hand suture. About 25cm of laparotomy and 480cc of blood transfusion was performed. It took about 40 minutes to stop bleeding. Another device was used to complete the case. The cartridge was checked after the operation, and it was found that the device clamped and fired on the hemoclip, that was deployed around the central side of the artery, at the proximal end of the jaws. It was also found that the staples on the distal half of the cartridge were not deployed. No staples were remained on the tissue. The doctor diagnosed the health hazard as crucial since the operation was converted from laparoscopic to open surgery due to the bleeding. Though, he also commented the event was attributed to using the device with hemoclip clamped inside the jaws and there was no causal relation between the device and the event. The patient is a (B)(6) female, (B)(6) without any anamnesis, allergy, or smoking habit. She is still hospitalized.

Manufacturer narrative:
(B)(4). Batch # p57w8t. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. In addition another was received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch /lot.